Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that one of the leads was repositioned the day after the implant due to an incorrect reading in the lead. Evidence suggests that the lead may had been dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that one of the leads was repositioned the day after the implant due to an incorrect reading from the lead. Evidence suggests that the lead may had been dislodged. No additional adverse patient effects were reported.